Event description:
Procedure: laparoscopic cholecystectomy. According to the rptr: the tip of the shaft was cracked from the beginning of the procedure. A new one was used to complete the procedure. There was no bleeding report in excess of 250cc.

Manufacturer narrative:
(B)(4).